Event description:
Correction: noise episodes were actually noise over-sensing episodes.

Manufacturer narrative:
Correction: noise episodes should be noise over-sensing episodes.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with some loss of capture or failure to pace episodes from the right ventricular lead. Noise episodes were also noted but not able to be reproduced with isometric exercises. Device's sensitivity settings were reprogrammed to address the issue. Patient condition was stable after the event.